Manufacturer narrative:
The pump was received with intermittent up and act button response due to flattened dome. The keypad connector was inspected and no anomalies noted. The pump powered up properly after battery installation. The device was received with operating currents within spec, and no low battery alerts noted. The pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states the up button is hard to press, and the keypad is sometimes unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.